Event description:
It was reported that customer charged the pump, pump would not turn on and an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 142 mg/dl.